Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was giving a localizer faulted error message (for optical localization). Troubleshooting included accessing the network device interface (ndi) toolbox, it was confirmed that both 'bump' and 'internal temperature' were highlighted. Probable cause was that the erroneous bump status detected a faulty camera complementary metal oxide semiconductor (cmos) battery. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, serial/lot #: (B)(6), ubd: unknown, UDI#: (B)(4). H3) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced. The 9735821r camera was returned to the manufacturer for evaluation. It was found that a check of the event log showed intermittent illuminator current low, and intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The positioning sensor unit (psu) failed an accuracy test (aak) at .542mm with a passing threshold of .250mm. H6) codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.